Event description:
It was reported that a malfunction occurred on the pump. The issue caused the customer¿s blood glucose level to exceed 500 mg/dl, displaying as "high." The customer did not take any actions to address the high blood glucose and did not require assistance from a third party. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to call back if the malfunction reappeared, and they acknowledged the instructions.